Event description:
It was reported that during a 4 level posterior lumbar fusion revision performed on (B)(6) 2013, while inserting the final polyaxial screw at s1, the pedicle was tapped with a 7.5mm reform tap and a 7.5mm x 45mm reform polyaxial screw was loaded and locked onto the driver and inserted. Following insertion the doctor decided to reposition the screw. The screw was removed and the pedicle was re-tapped with a custom 6.5mm cannulated pedicle screw tap. The tap was in approx three quarters of the way when it sheared off in the pedicle. The fractured portion of the tap remaining in the pedicle was then removed with needle nose pliers. Upon reinsertion of the 7.5mm pedicle screw, and with the screw locked securely on the driver with the crossbar seated in the saddle, the tip of the polyaxial driver sheared off in the head of the screw when the screw was about three quarters seated. The doctor noted the tip of the driver stuck in the head of the screw and decided not to attempt to remove it. The rods were then placed in the screws and the set screws locked. The case was completed w/o further incident and no delay to the procedure or injury to the pt was reported.

Manufacturer narrative:
Other - device eval is in process. Upon completion, a f/u medwatch report will be submitted.